Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.

Event description:
It was reported that the procedure was cancelled due to device malfunction. A rotapro console was selected for use. During the procedure, the speed was set to 180,000rpm. When the dynaglide button was pressed, the console was noted to power off. The procedure was cancelled because of this. No patient complications were reported.